Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer lost power, and then came back on and displayed a message about the emergency hard key being available. The programmer powered back to the select model screen and was working fine. The programmer remains in use. There was no patient involvement.